Event description:
A talent thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm approximately 9 months ago. The aortic neck was short and had severe angulation of 75 degrees. The iliac arteries had mild tortuosity, mild thrombus, and mild calcification. It was reported that three talent thoracic stent grafts were implanted w/o issues from just below the renal arteries to about a centimeter above the aortic bifurcation, and the final angiogram showed good seals. Approximately 1 month ago, the patient presented with back pain, and it was noted that the distal-most talent thoracic stent graft was no longer excluding the aneurysm, resulting in a distal type I endoleak; the distal end of the stent graft was floating in the aneurysm due to disease progression with aortic neck dilatation. At the time of the endoleak, the abdominal aortic aneurysm is 65 mm in diameter. The physician elected to intervene approximately 1 week later with an aneurx bifurcated stent graft system. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results - (endoleak), (pre-operative rupture; disease progression; aortic neck dilatation), (treatment of a pre-operative rupture). Conclusion - (pre-operative rupture; disease progression; aortic neck dilatation), (treatment of a pre-operative rupture).